Manufacturer narrative:
Continuation of d10: product ID b35200 ((B)(6)); product type: 0197-implantable neurostimulator; implant date 2021-03-31; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during device checks, the right implantable neurostimulator was not recognized by the system, while the system only connected with the left implantable neurostimulator. The device interface displayed incorrect readings for the right implant, showing "0" instead of the expected "4.5," and incorrect implant nicknames for the linked devices. Additionally, the device interface was slow to connect, an issue noted since the initial use. Troubleshooting efforts, including rebooting the system and switching implants, did not resolve the issue, and the patient was redirected to their healthcare provider. It was also reported that the patient's batteries were running out, and a replacement was scheduled. No patient complications have been reported as a result of this event.